Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample initially resulted with an na value of 98 mmol/l, which repeated as 137 mmol/l. This sample initially resulted with a cl value of 142.1 mmol/l, which repeated with values of 97.2 mmol/l and 97.3 mmol/l. No adverse events were alleged to have occurred with the patient. The na electrode lot number was l57 and the cl electrode lot number was a98. The electrode expiration dates were asked for, but not provided. The field service engineer has cleaned the analyzer and performed adjustments. He replaced a printed circuit board, ise cables, the sipper assembly, the bath sub-assembly, the sample pipettor assembly, probes, tubing, mixer, valves, gear pump head, degasser, a system reagent bath, plungers, and seals.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.